Manufacturer narrative:
The device was evaluated. Investigation results indicate broken components and traces on the rf amplifier causing low or intermittent output.

Event description:
At the beginning of an rf neurotomy procedure, a rise rate error occurred with the device, resulting in insufficient power. Troubleshooting efforts were unsuccessful and the procedure was cancelled. There is no adverse consequence reported as a result of this malfunction.